Manufacturer narrative:
The device investigation revealed that the device has failed due to a technical failure of the reference electrode. The investigation results appear to match the problems mentioned in the patient report.

Event description:
A decline in patients hearing performance was observed by the guardians. Problems of external devices were excluded and no trauma was reported. The patient has been re-implanted.

Event description:
A decline in patient's hearing performance was observed by the guardians. Problems of external devices were excluded and no trauma was reported.

Manufacturer narrative:
(B)(4). The device has ben explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.